Manufacturer narrative:
The reported events of low pacing impedance and oversensing noise were confirmed. As received, a partial lead with only the distal portion was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted due to procedural damage. A visual examination found an external insulation abrasion at 33.5cm to 33.6cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone, consistent with friction on the device can.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-50172. It was reported that the patient's active atrial lead was explanted and replaced due to a high capture threshold and episodes of noise. It was also observed that the previously implanted atrial lead was capped and replaced on (B)(6) 2010 due to low pacing impedance and episodes of noise. The patient experienced no consequences.